Event description:
It was reported that the insulin pump did not detect the reservoir. The blood glucose reading was 62 mg/dl, which the customer treated with a banana and half a cup of orange juice. The blood glucose reading at the time of the call was 131 mg/dl. It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The customer also reported that he had hurt his back a few weeks prior and the medication he was on caused his blood glucose reading to drop to 26 mg/dl before. Advised that the force sensor did not detect the reservoir during the seating process, which may prevent the device from responding to an occlusion properly and cause an absence of no delivery alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.